Event description:
It is reported that the device was implanted in 2006. Post-op, the device broke. The device was revised in 2007.

Manufacturer narrative:
This report will be amended when our investigation is complete.